Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that during the surgery of meniscus repair, after 1st firing, could not fire again. No additional information could be provided. The complaint device has not been returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it appeared that the suture was deployed. It was not possible to see the condition of the implants. The photo do not provide enough evidence to confirm this complaint. A manufacturing record evaluation was performed for the finished device lot number:7l24387, and no nonconformances were identified. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot that were released to distribution. Hands on analysis should provide the evidence necessary to determine the root cause. The possible root cause for the issue experience by the customer could be related to the over-penetration during insertion which have caused blocking insertion of the first implant, and when this occurred may have felt resistance. As per IFU, it is important to use a calibrated probe, measure the width of the meniscal tissue to be repaired. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device's needle was returned along with the suture, no plates were returned. The applier gun used in this procedure was not returned. On visual inspection of the needle, it was observed that the needle has the silicon sleeve rolled up. The needle is in good condition, no structural damages could be found. A manufacturing record evaluation was performed for the finished device 7l24387 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result and considering that the second plate and the applier gun used on this procedure was not returned, this complaint cannot be confirmed for the reported issue. Since the customer did not provide more information in regards the second shoot, there is not enough evidence to provide a detailed root cause. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history lot: product code: 228141. Lot number: 7l24387. There was no nonconformance regarding this lot.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a meniscal repair procedure on (B)(6) 2021, it was observed that the omnispan meniscal repair 12deg device would not fire again after the first firing. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.